Manufacturer narrative:
It was reported that tubing was not connected completely. Received from the customer was one used set model 2420-0500 lot 20063013 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10012940 was completely separated from the proximal smartsite p/n 12274436 inlet port below the check valve. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (smartsite inlet port). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. Device history record for model 2420-0500 lot 20063013 shows that the set was manufactured on 12 june 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement and testing performed on 21-sep-20) ram optical instrumentation/eq08204/calibration due date 5-feb-2021 the customer¿s report that the tubing set separated was confirmed upon visual inspection. The root cause of the tubing separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20063013, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was not connected properly. The following information was provided by the initial reporter: material no: 2420-0500, batch(lot) no: 20063013 it was reported that tubing was not connected completely.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was not connected properly. The following information was provided by the initial reporter: material no: 2420-0500, batch(lot) no: 20063013. It was reported that tubing was not connected completely.